Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stent were implanted in the lad and one resolute onyx drug eluting stent was implanted in the lcma. Approximately 5 days post procedure patient suffered gastrointestinal bleed. Gi bleeding was suspected as the patient had black stools and generalized weakness. The patient was on dapt 24 hours prior to the event. The event was treated with blood transfusion, medication and surgical procedure. Patient recovered.